Event description:
It was reported that from 2007, electrode channels 10 -12 were hi and gp impedance of 3.98. In 2007, testing revealed hi channels on 2-5, 10-12 and gp impedance of 4.36. It was also reported that the pt was not currently in auditory therapy and the family were advised to start weekly sessions to truly track and monitor his progress with the cochlear implant. Seven channels only were turned on in his map but he will return in 2-3 months for monitoring as a trend in showing towards electrode fatigue. An integrity test revealed 8 hi channels. The pt had a CT scan four months later. In 2008, the results of the CT were received and it was normal. The surgeon is planning to move forward with revision surgery with 2008, as a potential surgical date.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.